Event description:
It was reported that pump experienced malfunction alarm with resettable malfunction code that had not occurred before and no notable events were reported before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump.